Event description:
It was observed during the device inspection, that the colonovideoscope exhibited foreign materials in the probe cover and in the connecting tube. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was returned to olympus for evaluation, and it was observed that there was unidentified foreign material on the plastic distal end cover, around the outside of the nozzle. It was also observed that there was unidentified foreign material on the body and inside of the groves of the connecting tube. It is suspected that the origin of this foreign material is possibly from a previous procedure, caused by insufficient reprocessing of the scope. Upon further observation, it was observed that there was a crack on the: scope cover, video connector, plastic distal end cover and on the adhesive of the bending section cover. It was also observed that the suction, air and water cylinder had no color. It was observed that the plastic distal end cover had a burn due to a high energy endotherapy accessory being used without ensuring a sufficient distance from the distal end. Due to this burn, the insulation resistance value at distal end did not meet the standard value. It was also observed that the bending angle in in all directions did not meet the standard value due to wear of the angle wire. Additionally, it was also observed that the play in all directions were out of standard value due to wear of the angle wire. It was observed that the universal cord had a wrinkle. It was also observed that the protector of the video cable section had a cut. It was observed that the coating of the video cable had peeling. Lastly, scratches were observed on the following unit components due to physical stress caused by a handling problem: electrical contact of video connector, switch box, lock engagement lever and on the up and down knob. Despite our attempts, olympus was unable to obtain the cleaning sterilization and disinfection (cds) process performed at the user facility. This report is also being supplemented to provide additional information based on the legal manufacturer's final investigation. Section h3 was updated with additional information that was received about the event. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of foreign material could not be determined. Considerations: - there was no physical damage found at the locations that the foreign material was observed. - the foreign material found could not be identified. - it was unknown whether there were any deviations from the instructions for use (IFU) in the reprocessing steps due to lack of information provided. Olympus will continue to monitor field performance for this device